Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
This chair is only a few months old need parts to fix fork issue, fork failed during use.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that one fork was bent at the stem, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
This chair is only a few months old need parts to fix fork issue, fork failed during use.